Event description:
Related to: (B)(4). The hospital reported the hemopro2 extension cable cord was not able to be removed from the hpii device. They were harvesting vein and had switched out the device to seal and divide branches. They inserted the cannula with the hpii into the lower leg and began using the hpii. The device would work intermittently, including not always beeping. The cable was detached at the power supply and reattached with no resolution. They continued to work with the device to remove the lower leg vein. Once they were in the thigh, the device failed to work altogether. They then had the hpii removed from the field and used a second kit to complete the harvest. He had also replaced the extension cable since it would not detach from the hpii device. The second hpii and extension cable worked, and they were able to complete the harvest. No pt injury.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw (B)(4) updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/14/2025. An investigation was conducted. The cable was returned attached to a harvesting device reported in tw (B)(4). There were no visual defects observed on the intact harvesting device. An attempt was made to remove the cable from the returned harvesting device. The cable was able to be removed from the harvesting device with no physical or visual difficulties observed. There were no visual defects observed on the intact cable. Both the connectors were observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "connection problem" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot /serial number was not provided and the specific product lot /serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a